Manufacturer narrative:
B5 updated with further clinical narrative. F12 removed from h6; f1905 added. The investigation is still ongoing.

Event description:
In further communication it was confirmed that the pump explant was due to both the need for escalation of support to the 5.5 pump, and the limb ischemia with the femoral artery accessed pump. The impella cp device was exchanged for impella 5.5 without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the 14fr introducer placed at the right femoral artery to support the 53 year old male patient who had been admitted in with de-novo cardiomyopathy, presenting in scai stage d shock. The patient had known underlying peripheral arterial disease. At baseline he had diminished pulses however, the cp was still placed via the femoral artery. Upon conclusion of the cardiac catheterization lab case, the team noted non-dopplerable right pedal pulses. The team discontinued the vasopressin in the ICU and pulses were dopplered. After hours of support the cp was explanted and escalated to the axillary artery place impella 5.5 pump. Prior to removal and escalation the device functioned as expected, p-7 with 3.2 l/min flow with d5w with sodium bicarbonate in the purge solution. Limb ischemia is a known risk with large bore access sheaths, known peripheral arterial disease, and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment.